Manufacturer narrative:
Initial reporter is a mitek sales representative. Investigation summary: the complaint device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirms the reported issue of the machine beeping when the shaver was plugged in. This was caused by a short in the cable. We cannot determine a definitive cause for the short in the cable. Device disassembled and decontaminated as per the service manual during initial evaluation. The testing of the unit was not completed, due to the need for cable replacement and the age of the device. Unit placed in long term hold. A manufacturing record evaluation was performed for the finished device [product code: 283512, serial number: (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a knee arthroscopy the customer's micro tornado handpiece was plugged in and connected to the shaver when the machine began to beep. The machine did not reboot. The case was completed by replacing that product with another like-device with no patient harm, but a one (1) minute delay to obtain the new device. The device is being returned. While the device was being investigated, it was noted there was a short in the cable. This report is for a micro tornado hp w hand control. This is report 1 of 1 for (B)(4).